Event description:
Update 26-mar-2026 - further information was received: upon reviewing the surgical images from (B)(6) 2022, the surgeon has not noticed any abnormalities so far. It is not possible to conclusively determine whether the symptoms described by the patient were caused by a medical device. In addition, the surgeon confirmed that no broken pieces or metal debris from the burr remained inside the patient.

Manufacturer narrative:
Additional information: b5, g3, h3, h6.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported by a patient that after a supraspinatus tendon surgery, he has developed an allergy or intolerance. Further information was requested. Update 09-jan-2026 - further information was received: on (B)(6) 2022, the patient underwent surgery to repair a supraspinatus tendon rupture in the right shoulder. Postoperatively, patient reported severe pain in the operated area, which was treated using a pain catheter. Since (B)(6) 2022, the patient developed nausea and dizziness when extending the right arm backwards while simultaneously looking upward. Additional symptoms include pain in the upper body, tingling in the arms, and rapid physical exhaustion. The symptoms have become increasingly severe and the pain in the right arm, upper body, and head has become chronic. Multiple examinations in internal medicine, cardiology, pulmonology, and neurology did not identify a cause.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a patient-specific event. Refer to dfu-0087-eo warnings 8. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. 14. Bioabsorbable only: patient sensitivity to the device materials should be considered prior to implantation. See adverse effects. And adverse effects 3. Bioabsorbable only: allergic-type reactions to pla (poly lactic acid) materials (plla (poly-l-lactic acid), pldla (poly-l-d-lactic acid)) have been reported. These reactions have sometimes necessitated the removal of the implant. Patient sensitivity to device materials must be considered prior to implantation.

Manufacturer narrative:
H1 correction: type of reportable event updated from malfunction to serious injury